Event description:
It was reported that this implantable pulse generator was explanted due to unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of malfunction.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time should pertinent information be provided.

Event description:
It was reported that this implantable pulse generator was explanted due to unknown reason. No additional adverse patient effects were reported.